Manufacturer narrative:
The revision reported was likely the result of insert and patellar prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. H6: corrected investigation clinical codes.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. (B)(6) 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. The product associated with the reported event is within the scope of recall 1038671-04/18/2024-002-r; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Experience report USA. Patient ID: (B)(6). It was reported approximately 115 months after a patient underwent a right total knee arthroplasty, the patient underwent a planned right knee revision procedure to address significant prosthesis wear. It was reported the surgeon observed breakage of a device(s) and fragments; parts or pieces fell into the patient. It was reported all the fragments and pieces were removed and retrieved from the patient and patient wound site. No medical or surgical interventions were reported. The patient was revised to an exactech insert and a competitor's patella. The patient was last known to be in stable condition following the event. Photos of the explanted insert and patella were provided. No medical reports or operative reports were provided. No additional information is available. 4079529 200-02-38 three peg patella 38mm is affected by recall # 1038671-04/18/2024-002-r.